Manufacturer narrative:
Updated fields: g3, g6, h2, h6, h11. Unable to review the applicable device history record (DHR) because the cable is not a microfrance cable. The sutter investigation shows that the cable is not a sutter cable, it does not correspond to a reference sold by microfrance. The customer provided a lot number, but it does not match this cable. This claim is not subject to input by integra microfrance.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The cable cp391m 3.5m monopolar martin (cp391m) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the cable cp391m 3.5m monopolar martin was received in used condition. Upon evaluation, it was verified that the cable was cut. There were no signs of an explosion, as the customer indicated. The cable was sent to the subcontractor for further investigation. Root cause analysis: the product was returned, and upon evaluation, it was confirmed that the cable was damaged due to being cut. Potential root causes include: the cable may have come in contact with a sharp object in the operating room, or a power surge may have caused the cable to break. However, no definitive root cause can be determined without further investigation by the subcontractor.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during a total knee prosthesis and arthroplasty change operation, the 3.5m monopolar martin cable (cp391m) exploded and the tip was cut. It was subsequently reported that while using the monopolar electric scalpel with a multi-purpose tip, it "exploded." It was noted that the power cable between the electric scalpel, and the generator had a broken thread. A small "explosion" was heard, and observantly, it was noted that the electric scalpel cable had been cut (overheating?) Near the handpiece (of the monopolar electric scalpel tip). It was reported that the device was not in contact with the patient. Another product was used to complete the procedure. No injury, death, or surgical delay occurred.